Event description:
A report was received that stated that the cannula of the needle was bent and the needle was exposed out of the sheath within the packaging. No needlestick took place. There was no pt or clinician injury. The device was discarded and is not available for eval.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.